Event description:
Customer was admitted to the hospital for low blood glucose. It was informed that the events leading to hospitalization might be due to over correction for high blood glucoses. The customer was disconnected during the rewind and prime. The insulin type and concentration were correct. The programming and histories on the pump were accurate. The customer mentioned that they had been inserting into the abdomen for five to six years, and the last scar tissue checked by the doctor was more than two years ago. The sets are changed every four days. Advised the customer to change the set every two or three days.